Manufacturer narrative:
Thermogard xp ivtm system (sn: (B)(4) ) was evaluated by zoll services at the customer site. The customer reported a complaint of the thermogard displayed tcmid: 05 (coolant diff failure) error message was confirmed during the initial functional testing and during the archive review data. The temperature sensor was replaced to remedy the issue. Visual inspection was performed and found no physical damage, however, the cold well cap was noted missing, unrelated to the reported complaint. As part of routine service during testing, the console was examined and unrelated to the reported complaint, lithium battery in display head show low voltage. The battery was replaced to address the issue. The thermogard is a reusable as well as serviceable device and was manufactured in april 2011 and is 8 years old. Therefore, this type of issue is the characteristics of normal wear and tear for the life of the device. The event log was reviewed and confirmed the occurrence of the tcmid: 05 error message on the customer reported event date. Following the repair, the thermogard was tested and passed all the testing criteria and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system sn: (B)(4).

Event description:
During setup of the thermogard xp ivtm system, the console displayed tcmid: 05 (coolant diff failure) error message. There was no patient involvement.